Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgment. Lead experienced positioning issues due to patient anatomy and dislodged very soon after the case. A new lead was successfully implanted. No additional adverse patient effects were reported.